Event description:
It was reported that balloon cuff on et tube would not stay inflated was losing air. Tube was taken out and replaced with another tube, event occurred during surgery. There are no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.